Event description:
Description/event details: during drug preparation in hospitals pharmacy clean room area a pharmacist found a drop of liquid on injectors membrane. Injector is used only once to insert cytostatic into a IV-bag. This drop is a liquid and can be wiped off, but now those 2 injector are collected to be sent for investigation and not wiped of that liquid. When did the incident occur? During use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two injector samples were provided to our quality team for investigation. The products were visually inspected, no damage or other defects were observed on the product to indicate if or why a leakage may have occurred. Functional testing was performed, liquid was passed through the system and no evidence of any leak was identified. Upon disengaging the injector from a mating component, a cloth was used to wipe across membrane, no evidence of fluid or any leak was found. A device history review was performed for injector lot 2409303, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for lot 2409303, and all results were found to be acceptable. Three retained samples of the reported lot were used for additional evaluation. The membranes were punctured up to ten times, in all cases the product functioned as intended and no leakages occurred. Based on the sample evaluation and quality team's investigation, we cannot identify a root cause related to our process at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.